Manufacturer narrative:
Please refer to the following sections for the new information: d8, h4, h6, h10. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additionally, other evaluation findings include the following: corrosion at the electrical contact point of the video connector. Device history record (DHR) review: since the device was manufactured more than 15 years ago, the DHR of the actual device could not be verified. Instructions for use (IFU): "when wiping the outer surface of the camera cable, do not wipe the cable. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. There is a possibility that the camera cable may break.". The most probable cause of the complaint could not be established. Olympus will continue to monitor the field performance of this device.

Event description:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer.

Manufacturer narrative:
The device was returned, evaluated and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the wire (cable) was cut . There was no patient harm associated with the event.